Manufacturer narrative:
Per the trusteel infusion set user guide, "change the infusion set every 24-48 hours, or as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer wore the pump supplies longer than the recommended timeframe. The customer changed out the supplies to address the issue and tandem customer technical support educated customer to change the infusion set every 24-48 hours. The customer's blood glucose (bg) level was 324 mg/dl.